Event description:
It was reported that some fragments of the "calotte" stayed in the wound. So it was impossible to do the reduction. The complaint is registered.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.